Event description:
It was reported a balloon ruptured during an unidentified procedure. No pt complications were involved. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. This device was rec'd, evaluated and retained by the MFR. The engineering evaluation identified three bursts in the balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous anagioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details about the event, co cannot determine the exact cause for this event. Directions of use state: "do not exceed the normal prssure printed on the product label.. Never manipulate the catheter with the balloon inflated.. The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."